Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 128 mg/dl. Reportedly, the pump successfully charged, however, the customer declined to provided additional information or allow for follow up. The customer will call back is issues persist.